Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one box of the bd safetyglide¿ needle would not let fluid go through. Verbatim: reported issue: fluid would not go through.

Event description:
It was reported that one box of the bd safetyglide¿ needle would not let fluid go through. Verbatim: reported issue: fluid would not go through.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-jun-2023 h6: investigation summary forty-seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-two samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003406. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.